Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to insufficient flow / unable to vent as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient flow / unable to vent. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ syringe with attached needle there were air bubbles in the blood, unable to vent syringe. The following information was provided by the initial reporter. The customer stated: "during the collection process, the push and pull rod should have stopped at the original place. As the blood went up, the air in the needle could not be discharged, resulting in the blood sample mixing into the air and needing collected again."